Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Event description:
A customer reported the surgeon had experienced an occlusion during a cataract removal procedure on the right eye. Additional information received from a nurse indicated the surgeon replaced the phacoemulsification handpiece and the cassette with no improvement, however, the surgery was completed with no harm to the patient. The product sample was not retained. This case is one of two. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).